Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Retractable technologies is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe.   We have notified (B)(6) who will pass along this information to retractable technologies, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported syringes are retracting through the back of the plunger, plastic pieces are falling off when drawing up vaccine, and sometimes the needle doesn't retract at all transferring pain to the patient, or retracts too early spraying the patient or the clinician with the vaccine serum wasting a dose. No information was received regarding any serious injury as a result of this product malfunction.